Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® volux¿ xc into jawline, 4mls of juvéderm® voluma¿ xc(2mls in cheek and 2mls in chin/prejowl sulcus), 1ml of juvéderm® vollure¿ xc in the nasolabial folds, and 1ml of juvéderm® volbella¿ xc in the lips. A little over 4 months later, the patient would ultimately go to an urgent care center and was treated for "bilateral abscess on both masseters". The patient has not gone back to the injecting institution for evaluation at this time. Patient still currently has the filler in place. Events ongoing. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00870 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2023-00871 (allergan complaint#: (B)(4), and MDR ID#: 3005113652-2023-00866 (allergan complaint#: (B)(4). This MDR is being submitted for the first suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued d.10. Concomitant therapies: juvéderm® volux¿ xc. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, h6, h8.

Event description:
Additional information reported patient had gone to multiple emergency rooms/treating institutions for the event and received unspecified treatment at these. Patient had multiple CT scans over the course of a few months. The most recent CT scan about 4 months after event onset was clear noting no filler or abscess present. Healthcare professional unsure if the event has resolved.